Manufacturer narrative:
Additional information: patient weight, ethnicity, and race: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. Device evaluated by MFR: it was indicated that the iol is not being returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pre-loaded intraocular lens (iol) was defective as the haptic was broken and there was contact with the patient's operative eye. Through follow-up, additional information was received stating the lens was broken, defective haptic/optic. Unplanned incision enlargement and unplanned suture(s) were required. There was no serious patient injury and no unplanned vitrectomy. Procedure was completed using a different model (z9002) lens with a different diopter size. Patient outcome post-procedure was reported as complete. It was reported the lens is not being returned. No further information is available.